Manufacturer narrative:
Additional narrative: product complaint # ==> (B)(4). Investigation summary ==> the received device was forwarded to commercialized product development for evaluation. Review of the received device confirms the reported event. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision notes (B)(6) 2019 indicate the patient was experiencing hyperextension and persistent pain on weight-bearing prior to revision. Upon entering the joint, clear loosening of the tibial component and femoral component could be seen at both the implant to cement and cement to bone interfaces. This surgery was completed without indication of complication by the surgeon.